Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During drain one of four of peritoneal dialysis therapy, the patient drained 4672ml of an expected 2500ml. This volume is 187% of the patient¿s prescribed fill volume of 2500ml. It was noted that the patient was scheduled to drain 2500ml during drain zero, but drain zero was bypassed. It was reported that the patient had instead drained out manually prior to getting on the cycler. It was unknown how much fluid the patient drained prior to initiating therapy. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause of the iipv event was unknown. The patient was able to continue with peritoneal dialysis therapy using manual supplies until their replacement cycler arrived. The patient did not develop any symptoms or require medical intervention as a result of the iipv event. The patient has been able to continue with peritoneal dialysis therapy using their new cycler. Additional information was requested but is unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was performed and completed on the device without any failures or complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak, teach pumps, and valve actuation testing and was found to meet product specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.